Event description:
Patient reported obtaining a venous blood glucose result of 80 mg/dl, in a reference lab. Patient indicated that, approximately 20 minutes later, her capillary blood glucose measured 353 mg/dl, on the suspect device. Patient could not recall if she was fasting for the tests. Patient also stated that 2 weeks later, she tested her capillary blood glucose using the suspect device and obtained a result of ~400 mg/dl. At the same time, patient's blood glucose was reportedly testing on a diabetes nurse educator's blood glucose monitor (capillary sample) with a result of 112 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.